Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred because the user mistakenly wired the cables. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the monitor had no image. The issue was found during an unknown procedure. The issue was able to be resolved. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus representative was onsite and in communication with technical assistance center (tac) for troubleshooting. Several troubleshooting methods and steps was advised for the olympus representative to perform; setting up system configuration, relocated the connection cable from comp input to sdi in 1 and changed the aspect ratio from (B)(4) on the monitor, the image appeared, and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.